Event description:
The following information was reported: the first balloon loss of pressure on the first device occurred immediately upon pullback. A second mynx device was used to achieve hemostasis but the second device also resulted in balloon loss of pressure immediately upon pullback. The third balloon loss of pressure on the third device occurred as the procedural sheath was being retracted to the arteriotomy. Manual pressure was held for 10 minutes to achieve hemostasis. The patient was not hospitalized. Additional information: at prep, the black marker on the inflation indicator was fully exposed. Stopcock was opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. Unusual force was not applied while shuttling down/retracting. Procedure type: peripheral intervention vessel size: 5 mm sheath size: 6f stick location: common femoral vessel type: artery. In the doctor's opinion, the event was caused by the mynx device/ procedure because calcium was not fluoroscopically visible.

Manufacturer narrative:
The devices were not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed the presence of pvd/calcium in the vicinity of the access site, and that there was an existing stent proximal to the procedural sheath. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site and/or in patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery. In addition, three balloon loss of pressure events were reported to have occurred in the same patient which suggests that other procedural devices (such as an existing stent or damaged procedural sheath) may have contacted the balloon, potentially contributing to a tear in the balloons. A review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided. See medwatch form #s 3004939290-2015-00212, 3004939290-2015-00213, and 3004939290-2015-00214.